Event description:
It was reported that a (B)(6) female patient presented with a myocardial infarction and triple vessel disease. A 2.5x18 rx xience prime stent delivery system (sds) was advanced without issue and the stent was deployed without issue in a moderately calcified, de novo lesion in the mildly tortuous left anterior descending (lad) coronary artery. While advancing and deploying a 2.5x23 rx xience prime stent in a moderately calcified, de novo lesion in the mildly tortuous left circumflex (lcx) coronary artery without any issue, acute stent thrombosis in the lad was noted. The patient then experienced hypotension and bradycardia. No attempt was made to aspirate or stent the thrombosis because the thrombosis completely cut off blood flow. The patient was transferred to the intensive care unit, intubated, and a temporary pacemaker was placed. The patient expired due to cardiac arrest 30 minutes later, despite intervention via administration of dopamine and other unspecified medication per hospital protocol. In the opinion of the physician, the 2.5x23 rx xience prime implanted in the lcx also caused or contributed to the hypotension, bradycardia, thrombosis, cardiac arrest, and death. No device or other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2.5x18 rx xience prime stent mentioned is being filed under a separate manufacturer report number. The stent delivery system (sds) is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. The stent remains in the patient and therefore, the device will not be returned for evaluation. There was no reported device malfunction and the product was not returned. The reported patient effects of bradycardia, death, hypotension, ischemia, and thrombosis are known observed and potential patient effects as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).